Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a coronary intervention with impella support. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the coronary procedure was completed. Reportedly, the proglide knots were locked down; however, hemostasis was not achieved. The vessel was incised and hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.